Event description:
Follow-up identified the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Recall numbers: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported she had last charged the ipg in (B)(6) of 2016. The ipg is now unable to communicate with multiple external devices. The issue was confirmed by the sjm representative. Surgical intervention is planned as the next course of action.